Manufacturer narrative:
The device was sent to the maquet service depot for further evaluation and repair. Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4) (B)(6). A maquet field service technician evaluated the device and the reported error message could be confirmed. The device was to the maquet service depot for further evaluation and repair. A follow-up report will be provided when additional information becomes available.

Event description:
It was reported that upon startup of the device the unit had an error head e4.1 message. This was discovered prior to patient use, no patient involvement. (B)(4).

Manufacturer narrative:
A call was made to the customer to try and resolve the issue but the customer stated that the issue still remained. The device was returned to the service centre for evaluation and repair if necessary. However, no faults were found with the device. All checks and tests were carried out and all passed. The device functioned as specified. It was determined that the customer had not connected the device adequately. This device was a loaner that had been issued to the customer. The device was given to another customer in a loaner capacity and no issues have been reported. There was no patient involvement.

Event description:
(B)(4).